Event description:
It was reported that during the device upgrade procedure, it was found that the right ventricular lead shaft was buckled distally from the connector. The distal part of the lead was capped and the proximal portion of the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the device upgrade procedure, it was found that the right ventricular lead shaft was buckled distally from the connector. The distal part of the lead was capped and the proximal portion of the lead was explanted and replaced. It was further reported that the lead had short r-r intervals. During the device upgrade procedure, it was noted the lead insulation was breached. It was noted that the patient is part of the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. The distal conductor was distorted, and the lead exhibited apparent explant damage. Blood/body fluid was found on the outer tubing overlay, which also appeared melted. The outer insulation was breached cut and exhibited a cosmetic depression.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. The distal conductor was distorted, and the lead exhibited apparent explant damage. Blood/body fluid was found on the outer tubing overlay, which also appeared melted. The outer insulation was breached cut and exhibited a cosmetic depression.